Manufacturer narrative:
(B)(4). The report of "internal infection around pd site" was clarified as a tunnel infection involving a non-baxter pd catheter. The patient was treated with unspecified antibiotics while in the hospital. No additional information available.

Event description:
During follow up for an unrelated alarm on a homechoice (hc) machine, it was reported that the patient had experienced an internal infection around the peritoneal dialysis (pd) catheter site. The patient was hospitalized for this infection. The patient's treatment and the cause of the infection were not reported. The patient was recovering from the infection at the time of the report. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. A trend review has been conducted. Should the device become available or additional relevant information become available, a supplemental report will be submitted.